Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information provided by the user facility via phone conversation(s) and information contained on the maude event report received from the FDA. (B)(4). Carefusion has identified that the correct device serial number for this event is serial number (B)(4) and not (B)(4) as documented in the maude event report. The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service representative. The carefusion field service representative evaluated the ventilator and found missing flow sensor receptacle cover and o-ring which was causing low vte. Carefusion technical support is contacting the customer to review proper handling and maintenance of the flow sensor receptacle cover and o-ring.

Event description:
The following description of the event is a summary of the information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "Customer claims this ventilator has a sensor issue, this is all the information provided to them. Customer is requesting for field service to come in and correct this problem." The following description of the event was copied from a maude event report received by carefusion from the FDA on (B)(4) 2014. Reference voluntary report # (B)(4).